Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, no image and scope communication error e216 was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction was identified to be fluid invasion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope had a communication error b30. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.